Manufacturer narrative:
Correction: duplicate filing documented under MDR 1723170-2018-04198. Disregard 1723170-2018-04198 as it is the same reported issue as MDR 1723170-2018-04254.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was not making contact while the door was closed. The door switches and mechanism were adjusted. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturing representative was teaching the site how to use the system when the tube and detector stopped rotating, it would not rotate at all. The tube did not detect the door closing and then would not move using tube rotation buttons. Several reboots later the system became operational again but each time the door opened the same problem would occur. No patient was present.